Event description:
The pocc reported symptoms of melting or burning of the third contact on the inform meter. No pt injury was reported and no treatment was received. The melting or burning occurred at the hosp. Technical support requested the return of the suspect product and replacement product was shipped.